Event description:
It was reported that the customer's blood glucose (bg) level was 2.6 mmol/l. Customer consumed carbohydrates to resolve low bg. During troubleshooting with technical support, the pump total daily insulin setting was incorrect. Recommendation was made for customer to discuss pump settings with their healthcare provider. Caller understood and acknowledged.